Manufacturer narrative:
(B)(4). Batch # m91l2a. The analysis results found that the el5ml device was returned in good visual condition. A plastic bag with a malformed clip was returned along with the instrument. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed right conforming clips. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. Upon testing, the jaws open and close without any difficulties. In addition the device locked out as intended. No abnormal noises were heard during analysis. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information unavailable. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The following information was requested, but unavailable: can you please clarify whether or not the el5ml device clip itself cut the small vessel or was it the device jaws that cut the small vessel? You stated that a few cc's of blood was lost. Was a transfusion required? Did issue result in change of procedure or alteration in post-op patient care? What is the current patient status?

Event description:
It was reported that during a live donor laparoscopic nephrectomy procedure, on the fourth firing, the clip applier made a loud snap and ejected a badly formed clip. A small vessel branching of the renal vein/artery was nicked as a result of the malfunction. An er320 was already open and on the field and was used to clip vessel. A few cc's of blood was lost. Case completed with an er320.